Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that, per the physician, the cause for the residual type ia endoleak after the secondary intervention was due to a short reverse funnel neck.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT demonstrated that the aneurx stent graft had migrated distally with a proximal type I endoleak. The patient presented with abdominal pain. The aneurysm is currently 7.6 cm in diameter. The CT revealed that the aneurx stent graft has migrated distally 3 cm, the aortic neck is currently 29 mm in diameter at the renal arteries and 33 mm in diameter 25 mm distal to the renal arteries. The physician elected to implant an endurant 36x36x70 aortic cuff and aptus endoanchors and the migration was resolved, however there was still a slight type I endoleak present. The physician stated that the cause of the event is related to the patient's anatomy and there was disease progression with aortic neck dilatation. No additional clinical sequelae were reported and the patient will be monitored by their physician.